Event description:
Reporter indicated that the pt's original lead was damaged during generator replacement surgery and that the surgeon did not feel comfortable replacing the lead at that time. The pt was referred to a different surgeon for lead replacement.